Event description:
The customer reported that the surgeon explanted the CT lucia 612p lens on (B)(6) 2026, due to bothersome arc light in periphery vision. No patient harm was reported.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed by standard operating procedures and inspections and have met all criteria for release. There is no indication of a malfunction or deterioration in the characteristics or performance of the device. There is no evidence to indicate the presence of a potential quality issue with respect to the manufacture. The risk is covered in the product's risk analysis and IFU. Factors that may or could have contributed to the refractive issue are (but not limited to): incorrect positioning of the lens inside the eye (decentration or lens placed upside down). Selection of incorrect iol regarding refractive power. Iol properties. Patient pathology/eye characteristics changes that can be caused by previous surgeries. Surgical technique.